Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: tf 431017 and self test failed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective inspiratory valve. Correction: replaced inspiratory valve.